Event description:
This is a regulatory report from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy. This report was received by the (B)(6) and forwarded to baxter. On (B)(6) 2010, the patient began treatment with extraneal viaflex, (most recent lot numbers reported as "possibly used" were 10j19g42 and 10j27g42), one bag daily, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with aseptic peritonitis, "without any clinical symptoms", and extraneal was temporarily withdrawn that same day. Information regarding laboratory data was not reported. The patient did not receive any remedial therapy and the extraneal was not reintroduced. On an unreported date, the patient recovered. Medical history and concomitant medications were not reported. The (B)(6) considered extraneal as suspect drug and causal relationship was rated, according to the (B)(6) methodology of causality assessment, as possible. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.